Event description:
It was reported that the system would not display a usable image. This indicates the system is unusable due to the inability to see the images. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. Evaluated high voltage cable and interconnect cable and tried various kv and ma settings, and could not get image to alter. The system operates as intended.